Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (2 gm, repeat on 7th day, route of administration not reported) and injection amikacin (250 mg in the last bag for 7 days, intraperitoneally). The outcome of the peritonitis event was unknown. No information was provided regarding whether dianeal and extraneal therapies were ongoing. No additional information is available.